Manufacturer narrative:
This report is submitted on march 19, 2018, by cochlear limited on (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced extrusion of the internal magnet; subsequently the device was explanted on (B)(6) 2018. It is unknown if there are plans to re-implant the patient with a new device as of the date of this report.